Manufacturer narrative:
Additional info received: the insufflation needle was inserted first without visualization. The first trocar was inserted at this site and then an incision was made and the second trocar was inserted. The surgeon was using a scope for visualization during trocar insertion when the left iliac vein was punctured. Contact did not know which sequence the trocars were inserted. Surgeon was examining the ovaries when visualization was lost due blood filling the abdominal cavity. The laparoscopic procedure was aborted and converted to an open procedure. The bleeding was controlled and the iliac vein was repaired with sutures. An ng tube was placed post operatively and removed. In 2006, ng tube was reinserted for possible ileus. It has not been determined as to what caused the puncture to the iliac vein.

Event description:
It was reported that the device was used during an exploratory laparotomy, the left iliac vein was punctured. The pt was opened and the puncture was located and sutured. The pt received 4 units of blood and is in stable condition in the cc unit.